Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer administered a correction bolus; however, customer's insulin response is delayed, subsequently causing the pump's control iq feature to administer an additional correction bolus, resulting in insulin stacking. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.